Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant of the leadless implantable pulse generator (ipg), it was noted that the patient had developed a pericardial effusion. The patient will be monitored, and the ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.